Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and device expulsion ('essure device located in cervical canal') in an adult female patient who had essure (batch no. A20067-not valid) inserted. The patient's medical history included uterine dilation and curettage, endometrial hyperplasia, actinomycotic infection of unspecified site, vaginal bleeding, pelvic pain and leukocytosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, dilation and curettage, essure device removal). Essure was removed on (B)(6) 2020. At the time of the report, the endometritis and device expulsion outcome was unknown. The reporter considered device expulsion and endometritis to be related to essure. Lot number reported (a20067) is not valid. Most recent follow-up information incorporated above includes: on 3-feb-2021: update of information (batch is not valid). We received a invalid lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and device expulsion ('essure device located in cervical canal') in an adult female patient who had essure (batch no. A20067) inserted. The patient's medical history included uterine dilation and curettage, endometrial hyperplasia, actinomycotic infection of unspecified site, vaginal bleeding, pelvic pain and leukocytosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, dilation and curettage, essure device removal). Essure was removed on (B)(6) 2020. At the time of the report, the endometritis and device expulsion outcome was unknown. The reporter considered device expulsion and endometritis to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and device expulsion ('essure device located in cervical canal') in an adult female patient who had essure (batch no. A20067-not valid) inserted. The patient's medical history included uterine dilation and curettage, endometrial hyperplasia, actinomycotic infection of unspecified site, vaginal bleeding, pelvic pain and leukocytosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, dilation and curettage, essure device removal). Essure was removed on (B)(6) 2020. At the time of the report, the endometritis and device expulsion outcome was unknown. The reporter considered device expulsion and endometritis to be related to essure. Lot number reported (a20067) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of product technical complaint we received a invalid lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.